Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the patient at 140,000 joules. Per the customer, the fiber was retrieved. The procedure was aborted. No patient injury was reported.